Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation it was noted that the implantable cardioverter defibrillator exhibited a single beat inhibition caused by myopotential oversensing, when the patient coughed. Episodes of non-sustained right ventricular oversensing were noted. The patient was not symptomatic due to the event. Programming changes were discussed. The patient was stable and would be monitored with routine follow-up.